Event description:
Reporter indicated a vns pt is experiencing an increase in seizure activity. The pt's seizure activity prior to being implanted with vns is unk. The physician does not know if the increase in seizures is related to the vns therapy system. Diagnostic testing is within normal limits. Good faith attempts to obtain add'l info have been unsuccessful to date.